Event description:
Customer called to report a known rh positive patient reported as an rh negative on the galileo.

Manufacturer narrative:
Galileo operator's manual states "the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in tube methodology." The customer does not have sample to return.